Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6) 2010, the lay/user patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is being used for the first time and reverting into the setup mode. A no response letter was sent to the patient. The patient claimed that the power issue began on the morning of (B) (6) 2010. The patient did not make any alteration to her usual oral diabetes medication. Reportedly, one week after the product issue began, the patient developed symptom of blurry vision. The patient did not receive any treatment at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptom to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptom and the events leading up to the patient's symptom such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the csr noted that there was no product misuse, and the product issue was not resolved with troubleshooting. This complaint is being reported because the patient claimed that she developed symptom that can be suggestive of hyperglycemia one week after the product issue began. Replacement products were sent to the patient.